Manufacturer narrative:
This supplemental report was submitted to provide additional information. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the potential root cause has been determined the event occurred by wire-stopper breakage, not due to elevator breakage at rear-end. Though we cannot specify, possible causes of the wire-stopper breakage are the followings. - since the device was purchased nearly ten years ago and it was not repaired recently, wire-stopper was broken by metallic fatigue. - wire-stopper was broken by over stress for the user facility used non-compatible endo therapy accessories. The instructions for use provides important information ¿ please read before use : instrument compatibility : refer to the ¿system chart¿ in the appendix to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.

Manufacturer narrative:
The referenced duodeno-videoscope was returned to the service center but the physical evaluation has not yet begun. A review of the service history indicates the scope was purchased on (B)(6) 2010 and has received service via six repairs in the past four years. The last repair was performed on august 6, 2019 for a failed leak test (at elevator channel port). If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during an diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the forceps elevator at the distal end of the duodeno-videoscope did not move down or work at all. The user facility further reported that the procedure was completed. There was no patient injury reported. No additional information was available.

Manufacturer narrative:
This supplemental report was submitted to provide the service group's evaluation results. The visual inspection of the endoscope was performed and found the reported "elevator not working" was confirmed as the elevator wire was found broken on the control body side. Additionally, the insertion tube was noted to have buckles/kinks at the 10cm mark, close to bending section at the distal area. The bending section cover glue was cracked. The objective lens at the distal end had minor chips on the edge and light scratches on the surface. The image functioned appropriately. The angulation control knobs and movement and the switch functionality were within specifications. The scope passed the leak test. The scope was repaired and returned to the user facility. Based on the inspection results, excessive stress/force applied in addition to the device cannot be ruled out as a contributory factor of the reported event.